Event description:
After a renal pta/stent treatment procedure, during removal from the pt's body, the hydrophylic tip of the v-18 guidewire was observed to have peeled off. The v-18 guidewire was removed and replaced with another v-18 guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.